Event description:
Part a is not filled out as patient identifier details were not provide to iridex. This report has been created to make corrections to the previous report. The changes include: 1) report c: is this a combination product - no. 2) part h: update to include that this a correction report. 3) part d: updated this section with the UDI number. 4) part e: updates to the initial reporter section with information regarding the complainant . The following text were provided in the initial report: iridex became aware of a complaint reporting a patient experiencing conjunctival burn during treatment with the micropulse p3 probe. The complaint also reports the presence of mucus on the probe tip during treatment. Based on the information provided by the doctor the mostly likely reason was determined to be use of the device after the device tip was contaminated. Page 1 of the micropulse p3 IFU contains instructions for inspecting and cleaning the device tip during use. Page 1 of the IFU contains 'contamination of the device tip with blood or tissue of the fiber optic by blood or tissue char can result in surface burns in the eye'. Engineering failure analysis could not be performed because the device was not returned for evaluation. This issue is not a part of an increasing trend.

Event description:
Iridex became aware of a complaint reporting a patient experiencing conjunctival burn during treatment with the micropulse p3 probe. The complaint also reports the presence of mucus on the probe tip during treatment. Based on the information provided by the doctor the mostly likely reason was determined to be use of the device after the device tip was contaminated. Page 1 of the micropulse p3 IFU contains instructions for inspecting and cleaning the device tip during use. Page 1 of the IFU contains 'contamination of the device tip with blood or tissue of the fiber optic by blood or tissue char can result in surface burns in the eye'. Engineering failure analysis could not be performed because the device was not returned for evaluation. This issue is not a part of an increasing trend.